Manufacturer narrative:
H10: additional manufacturer narrative: updated d4 unique identifier (UDI) number. H11: corrected data: corrected h6 component codes by replacing code-527 with code-4755. Corrected h6 investigation findings by replacing code-180 with code-3221. Corrected h6 by removing code-22.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction.. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Through the edwards implant patient registry, it was reported that 23mm 3300tfx aortic valve was explanted after an implant duration of one (1) year, ten (10) months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve.